Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4). At follow-up call on (B)(6) 2018, customer was still uncooperative and did not provide further details on hospital visit reported at initial call. Customer confirmed that the original result was an hi and not high results and that she has not obtained another hi. Customer stated that the truemetrix meter is reading within range. Customer refused replacement of products.

Event description:
Customer initially complaint that she was obtaining error messages with the truemetrix meter. During troubleshooting, customer stated that she had obtained a result that was hi or high. Could not troubleshoot or obtain required information as customer was not cooperative. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is (B)(6) 2019. The customer feels well and did not report any symptoms. Customer mentioned that she just came back from the hospital. Could not obtain information regarding hospital visit. Do not know if visit was related to her diabetes. Customer disconnected call. No further information was able to be obtained.